Manufacturer narrative:
Continuation of medical devices: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient said the ins was turned off 2 weeks ago at the hcp¿s office. The hcp reported that per the patient, the ins wasn¿t working right or not working at all. The hcp originally stated that the patient programmer (pp) wouldn¿t turn on, so that was why the patient couldn¿t access MRI mode, but then clarified that the pp has charge but the ins had depleted and the patient attempted to charge the ins but the ins wouldn¿t charge. No further complications were reported.